Manufacturer narrative:
(B)(4). Retainer ring = black. Customer alleged the pump having scratched screen. P-cap/reservoir will be checked if it locks properly in place and displacement test will be performed. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit passed the displacement test. Unit had scratched case, minor scratched display window, cracked keypad overlay, serial number label missing. In summary, customer allegation for cosmetic damage scratched display window was confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had a scratch on the screen. Customer reported that they can not see to much. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.